Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 3387s-40, lot# va236cx, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had post-operative confusion after the lead placement surgery and post-operative brain swelling to brain tissues. The patient had been improving and going to rehab. The issue was resolved.